Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1628c93e, serial/lot #: (B)(4), ubd: 06/23/2017, UDI#: (B)(4). Product ID: etlw1616c124e, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 110 mm abdominal aortic aneurysm. Heli-fx endoanchors were also implanted during the procedure for prevention of neck dilation. It was reported that approximately three and a half years later the patient presented emergently with bilateral lower abdominal pain and a cta showed a type ib endoleak of the right limb with aneurysm enlargement. A secondary intervention procedure was carried out on and the endoleak was repaired with coil embolization of the right hypogastric artery and right stent graft limb extension with the endurant ii stent graft limbs etlw1616c156e, etlw1616c124e and etlw1616c93e. Intervention was successful and subject was discharged. The event was assessed by the investigator to be possibly related to the endograft. It was also reported that the patient had procedural bleeding the day of the secondary procedure. The estimated blood loss during the reintervention procedure was 50cc but 1u of prbc was given in the or to prevent worsening of chronic anemia and the event was reported to be resolved. The event was assessed by the investigator to be possibly related to the re-intervention procedure.